Event description:
Arterial line pulled apart distal to the syringe. There is no connections at this area (tubing separated). Patient found with moderate amount of blood dispersing from line. Complete blood count (cbc) test to be sent to check hemoglobin/hematocrit.